Manufacturer narrative:
H6. Component code = 4755 - aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during setup, the aquabeam robotic system generated an "e03 - console error". Multiple troubleshooting steps, including swapping the aquabeam handpiece and aquabeam motorpack were performed. While troubleshooting, the aquabeam robotic system generated an "e02 - console error". As a result, the therapy was converted to transurethral resection of the prostate (turp). There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam console was returned for investigation. A replacement aquabeam console was provided to the account as part of warrantly replacement. During functional testing an e02 error was reproduced at 100%, and an e03 error was reproduced at 50% prime, confirming the reported event. The aquabeam console was deconstructed. The encoder disk was removed from the hpp and viewed under magnification. A layer of oil was observed on the encoder lens and sensor, which caused the reported event of e02/e03 errors. A new encoder was installed and the system was able to complete 50% and 100% prime without triggering any errors. The root cause was due to oil build up on the encoder. This issue is being addressed through procept's quality system. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam console / lot number 22c04317 was conducted, which confirmed which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed and states the following: table 5 system detected errors and faults e02 - console error release foot pedal and click x. If error persists, turn off and turn on console. E03 - console error release foot pedal and click x. If error persists, turn off and turn on console. Table 4 aquabeam robotic system status indications confirm cartridge is fully seated into pump head and close latch (note: latch provides a tactile click upon closure). Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.